Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter would not retract. The following information was provided by the initial reporter: material no: 381423, batch no: 0259040.   It was reported that catheter does not retract.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter would not retract. The following information was provided by the initial reporter: material no: 381423; batch no: 0259040. It was reported that catheter does not retract.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-15. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received twenty-four unopened units. Upon inspection of the representative units, twenty-three units showed no defects visually and retracted as expected. One unit failed to retract without applying significant force, confirming the reported defect. Further investigation of the defective unit revealed that the side and inside of the button was damaged. This damage would have occurred during manufacturing since the unit was sealed and unused. Preventative maintenance and visual/functional inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.